Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized eight days prior to the peritonitis diagnosis for an unknown indication. On an unknown date, the patient was treated with vancomycin (1g every fifth day; route and duration not reported) and fortum (1g for fourteen days; route and frequency not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient outcome and recovery status were unknown and the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was an unspecified break in aseptic technique (previously reported as unknown cause). On an unreported date, the treatments with vancomycin and fortum were discontinued. Three days after the peritonitis onset date, the patient was recovered from the event and discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.